Event description:
It was reported that the device was explanted because the size was too large. The surgeon replaced it with a 3000tfx 25mm. There were no pt complications. The surgeon is dr. William stevens. Reportedly, the device is not being returned for evaluation.

Manufacturer narrative:
Device not returned.